Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis has not yet been performed; however, device replacement was recommended as the patient is pacemaker dependent. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis has not yet been performed; however, device replacement was recommended as the patient is pacemaker dependent. This pacemaker remains in service. No adverse patient effects were reported.